Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. The symptoms of infection were redness, swelling and fever. The physician believes the infection was procedure related. The physician explanted the scs system and the prescribed the patient oral and IV antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: enh st linear lead 70cm. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.